Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut and did not aspirate well during a left eye vitrectomy procedure. The procedure was completed by replacing the product with another. There was no harm to the patient. The product sample was retained. Additional information is not expected. This is one of two reports for the patient.

Manufacturer narrative:
No sample was returned for evaluation. A review of the related device history record indicated the product was released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).